Event description:
Upon inflation of balloon to 5 atm's, stent did not expand. Pulled negative pressure to deflate and got blood return. A second attempt to deploy stent was unsuccessful. The stent/balloon catheter was withdrawn to the tip of the sheath. Upon removal, the stent stripped off the balloon. A wire was introduced to try and snag stent; however, stent dislodged and was lost in internal femoral artery.